Manufacturer narrative:
A f/u of the MDR is expected and will be submitted as soon as the final investigation result is available.

Event description:
The customer indicated there was a pt treated with gm11004150-segmented cylinder applicator set with radiation reactions that may be consistent with a shifted gm11002420 flexible probe with blocking washer at 234mm. The treatment plan was for 28gy. The case is currently under investigation at customer site.